Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during an abdominal hysterectomy, the device jaws were on tissue and would not disengage. It is unknown how the device was removed. There was no injury to the patient. The second device on the same surgery can be found on mfg. # 1717344-2010-00095.